Manufacturer narrative:
Other, other text: additional information: h6 corrected data: b1, corrected data: corrected data b1: product problem.

Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Patient not affected. Pump settings: reservoir v 102.8, rate 5, given 127.